Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after a non-device related surgery, the patients ipg somehow moved which caused discomfort in the ribs. The patient underwent a revision procedure wherein the ipg was relocated and remained implanted in the patient. The patient was doing well postoperatively.